Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently diagnosed with a 12.2cm rectus sheath hematoma and no evidence of retroperitoneal hematoma. Their warfarin was held but required no surgical intervention. The patient complained of significant abdominal pain unrelieved by medication and passed out at home. The patient held their oral anticoagulant. However, the hematoma remained. The plan was to continue pain management and holding the warfarin. The patient had a recent fall thereafter. The cause of the patient's fall was unknown but was reported to not be related with the left ventricular assist device (lvad). The patient was discharged home on (B)(6) 2024 and was to follow up with the clinic on (B)(6) 2024 and a follow up computed tomography (CT) of the chest on (B)(6) 2024. Log files were sent for review that contained no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d4, primary UDI number: corrected. H6: clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. It was later communicated that the CT scan on (B)(6) 2024 showed a slightly smaller left rectus sheath hematoma. The patient was reportedly stable and being seen routinely in the clinic. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.